Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. This rv lead was returned for analysis. Additional information received reported that this rv lead was explanted and replaced due to elevated capture and poor sensing. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned in two segments, severed approximately 93 millimeters (mm) from the terminal end with a total length of approximately 675 mm. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. This rv lead was returned for analysis. Additional information received reported that this rv lead was explanted and replaced due to elevated capture and poor sensing. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. This rv lead was returned for analysis.